Event description:
It was reported by the edwards field clinical specialist that during the transfemoral deployment of a 26mm sapien valve it was deployed in an 80:20 aortic position. A tee revealed central regurgitation and a paravalvular leak. The surgical team elected to place a second valve. During the preparation of the second valve the central regurgitation resolved. The second 26mm sapien valve was deployed in a 50:50 position which reduced the pvl to mild. Reportedly the patient was transferred to recovery in stable condition. Additional information noted there was severe bulky native valve/leaflet calcification, no aortic root calcification or mitral annular calcification (mac). The patient had no septal hypertrophy. The image intensifier angle and the coaxial alignment of delivery system and valve were both reported to be good. Ventilation was held and there was no loss of pacing capture during valve deployment.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, mitral annular calcification (mac) and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal or severe leaflet calcification, severe septal hypertrophy, mac ), bav may provide indication of potential balloon movement during valve deployment. In this case the exact cause of the event could not be confirmed; however patient (severe native annular calcification) and procedural (suboptimal positioning) factors could have caused or contributed to the too aortic deployment of the valve and resulting regurgitation. This event was resolved with implantation of a second valve in a more ventricular position. Additionally, the initial central leak may have been cause by a lowered blood pressure post rapid pacing causing an inadequate pressure to close the leaflets. This event resolved prior to implantation of a second valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.